Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that call was patient mentioned having a spinal fusion last year and is having a hard time getting an MRI of the spinal fusion to make sure everything is intact. Agent reviewed lead is head only MRI compatible. Patient states programmer is not recognizing the implant. Patient states noticing this 9-10 months ago and then later said it was more recent than that. Agent had patient try using programmer with and without antenna and patient was seeing icon showing therapy is off. Patient states pressing the plus button to see if they could feel it and got the same screen. Patient states not feeling any stimulation and not helping symptoms. Patient states not getting a solid 8 hours of sleep since 2006 when the implant was put in. Patient mentioned getting up 4-5 times a night for years and years. Patient states the previous stimulators did help with symp toms. Patient is transferring to the va in north las vegas and has been referred to pacific west urology to schedule an appointment to check the stimulator. Agent provided nas phone number for healthcare provider if needed. Patient was experiencing more pain about 6 months after that so patient went to the ER and they did another MRI in (B)(6) nv.